Manufacturer narrative:
The reporter's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Level 2 testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. Lin 3 testing results (qc range: 4.1 - 6.8 inr): qc 1: 5.5 inr, qc 2: 5.5 inr, qc 3: 5.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter stated he received discrepant results when testing with his coaguchek xs meter serial number (B)(4) and a coaguchek xs pro meter (serial number unknown). At the hospital, a sample from the patient was tested using the coaguchek xs pro meter at approximately 10:30 a.m., resulting with a value of 3.2 inr. At 10:53 a.m., a sample from the patient was tested using his coaguchek xs meter, resulting with a value of 2.4 inr. The patient's therapeutic range is 2.5 - 3.5 inr.

Manufacturer narrative:
The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Level 2 testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.0 inr qc 2: 3.1 inr qc 3: 3.0 inr lin 3 testing results (qc range: 4.1 - 6.8 inr): qc 1: 5.5 inr qc 2: 5.3 inr qc 3: 5.4 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d10 and h3 have been updated.